Event description:
The report states "there was a lack of light from the blade during the intubation. The light was flickering, there was a false contact. The consequence was a difficult intubation of the patient because the doctor did not see what he was doing. The handle was changed, which did not solve the problem". Additional information received states that the current condition of the patient is deceased, "patient was in state of brain death. Then, went to organs donor procedure". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "there was a lack of light from the blade during the intubation. The light was flickering, there was a false contact. The consequence was a difficult intubation of the patient because the doctor did not see what he was doing. The handle was changed, which did not solve the problem". Additional information received states that the current condition of the patient is deceased, "patient was in state of brain death. Then, went to organs donor procedure".

Manufacturer narrative:
(B)(4). Additional information received 22-may-2023 states the device was not contributory to the death of the patient. The customer reports that the patient desaturation level was 95%. It was also reported that the patient was not brain dead when the procedure began. The device was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "the complaint of light flickering during the use of rusch greenlite mac 3 product is not a confirmed complaint. The customer returned one 004551003 rusch greenlite disp mtl mac 3 blade for investigation. The blade was returned to the site without its original pouch. The visual examination did not reveal any obvious defects or anomalies, as the device appear typical. The device history record for lot code 2106331 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to the release specification. The devices were tested for 100% functional testing prior to shipment to the customer. Based on the visual inspection, dimensional inspection and functional testing performed on the returned blade, it was observed that this complaint cannot be confirmed as there is no problem found on the complaint device during functional testing and based on the dimensional inspection results, it was noted that the critical dimension 0.50+0.10 mm (emboss height) meets the manufacturing and design/drawing release specification. The actual result for emboss height was noted to be 0.573 mm. The blade was found fully functional, and the blade was illuminating without any light flickering." Other remarks: n/a. Corrected data: n/a.